Manufacturer narrative:
(B)(4). Issues concerning air in line printed circuit board failures are currently being investigated under (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation in the pump's event history. This condition could not be reproduced. However, the pump's air in line printed circuit board was found to be out of calibration. The air in line printed circuit board was calibrated to correct this condition.a follow-up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump with failure code 810:11, which was identified during bio-medical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician found the air in line printed circuit board to be out of calibration. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.